Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of right iliac perforation. It was reported that a doppler ultrasound revealed an increase in the stenosis/claudication within another manufacturer¿s stent graft in the right mid external iliac artery to 50-75%. Also, there was 50-75% stenosis in the right distal external iliac artery distal to the other manufacturer¿s stent graft. The physician performed an angioplasty of the right common femoral artery with a drug-eluding balloon. The event was resolved. Another angiography of rle (right lower extremities) revealed that there was stenosis at the junction of the other manufacturer¿s stent graft and the endurant stent graft. The physician performed angioplasty and the event was resolved. Measurement at the iliac bifurcation 8.9mm with outer stent wall and the 13mm is oversized. The investigator stated that the cause of the event is related to the procedure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation summary: review of several low quality still CT images revealed that an endurant limb was implanted into the right common iliac artery. The device extends from the aortic bifurcation to the proximal portion of the right external iliac, and the device was essentially straight. There is another mfg¿s stent seen placed within the limb which extends distally to the common femoral artery. No scale is seen on the films; therefore, no stent or vessel measurements could be taken. No stent graft issues were observed. The reported stenosis could not be clearly seen on the returned films (possibly due to the low quality resolution) and the cause of the stenosis could not be determined. Off-label use and vessel diameter oversizing may have contributed. This may have also been anatomy related and/or caused by a patient condition.